Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. When navigating from a direct lateral approach with any navlock handle with a clydesdale trial the trajectory 2 screen flips from left to right as the instrument breaks the coronal plane. Resolution is if the approach for the trial comes at an oblique angle and does not break the coronal plane, the trajectory 2 view does not flip. Issue resolved. System performed as intended. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that, while in a spine procedure, as the surgeon was inserting an inner body with an inserter, the trajectory view of the inserter cad model would change directions when it was hit with a mallet. It would quickly reverse the direction of the probe, relative to the anatomy when it was hit, and then flip back to the original direction. The inner body was being inserted laterally. During the placement of a second inner body, this issue did not occur. That inner body was being placed obliquely. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.